Event description:
Customer reported that their pump screen was unresponsive and would not turn on. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to try several troubleshooting steps, but the pump remained unresponsive. Consequently, a replacement pump was sent to the customer, who will use a backup insulin pump to maintain insulin delivery in the interim. The customer was informed about the updated software in the new pump and acknowledged all instructions regarding the replacement process and the return of the faulty pump.